Manufacturer narrative:
A ge service rep performed an on-site investigation. The ps3 power supply was replaced. The system was tested and operates as intended.

Event description:
The customer reported that during a case the 9800 system column lift would not move up or down. No pt injury was reported.